Event description:
It was reported that at device upgrade, an insulation anomaly was observed in the pocket area. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external surface abrasion at 15.6cm to 16cm from the connector pin due to friction to ICD can. No conductors were exposed at the abrasion site.